Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator exchange. During the procedure, while using fluoroscopy, externalized conductors were observed on the right ventricular (rv) lead. No changes were made. The patient was stable before, during and after the procedure.